Manufacturer narrative:
Inspection of the neck found that the leading corner of the interface with the stem was sheared away. This defect is reproducible when the stem clamp is not seated completely before the head/neck assembly is rotated to lock it in place. When this issue occurred in this case, the head/neck assembly was not locked in place and it partially disassociated from the stem post-op. Additional MDR's associated with this event: MDR 3025141-2016-00124: arh slide-loc stem; MDR 3025141-2016-00125: arh slide-loc head.

Event description:
A slide-loc anatomic radial head was implanted on (B)(6) 2016. At some point post-op, the head/neck assembly of the implant partially disassociated from the stem. On (B)(6) 2016, revision surgery was performed. A new head and neck were implanted on the same stem.